Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(4) , batch: (B)(4).

Event description:
It was reported that the patient experienced spasmodic undesired stimulation related sensations in the lower limbs. The patients spinal cord stimulation lead displayed high impedances, therefore, the patient underwent a lead replacement procedure and was doing well post-operatively. The lead will not be returned as it was disposed of by the medical facility.